Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass, minor scratched lcd window, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken on the right side. The customer was unable to see the information on the insulin pump's screen. The insulin pump's screen was damaged. Customer's blood glucose level was 93 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.